Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) was implanted on the left side just above the belt line, but starting at least six months ago, if any pressure was put against the device it would put shocks into the consumer¿s legs. It was further reported if different sides of the battery were pressed it would stimulate certain parts of the body, usually the legs, or it would shut down. If another part of the battery was pressed it would increase stimulation. The consumer had already met with the manufacturer¿s representative (rep) twice for reprogramming, but was going to bring copies of x-rays they had performed to their next appointment on (B)(6). It was noted the rep. Was only aware the consumer wanted to meet with them for reprogramming for better coverage and didn¿t find out about the stimulation change when pressure was applied until (B)(6) and was planning on reporting their findings after they met with the consumer on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer became aware of stimulation changing with pressure on (B)(6) but wanted to wait 60 days before contacting the rep. As they were hoping the issue would resolve itself. When the rep. Did meet with the consumer an impedance check was performed which showed electrodes 9, 13, and 14 were showing as open circuits, but the cause of stimulation changing with pressure remains unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the shocking sensation included slight pres sure with sitting back in a chair, lying down, and changing body positions. According to the consumer they could only lie on either side, but not on their back. In order to resolve the issue the programmer was turned down and they ¿minorly¿ pushed on different sides of the battery which would ¿stop or increase the shocking sensation.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.